Event description:
Reportedly, patient pretty much had a total excision of the pelvic area. An ileal conduit was to be performed. During closure of the enterotomy, the stapler was fired, however staples only deployed half way, the staples never released all the way out of hte cartridge and into the bowel. This is shown in the product that is being shipped back. Surgeon though the instrument was fired, cut and released the handle and the staples were not deployed. This required the surgeon to do a free handed suture at an anastomotic site. So far ok. Patient will be in the hospital for quite sometime due to the extent of the procedure performed. Sex: un procedure: unk.